Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the ric (rapid instillation components) failed and had to be filled manually. This product problem occurred prior to patient contact.